Event description:
The hcp reported that the patient was experiencing intermittent numbness; pump flipping with pocket. The patient treatment was surgical exploration; thoracic spine CT/side port catheter dye study and pump medications changed. Bupivicaine was removed from the pump. No other device troubleshooting was performed. The patient recovered without sequela.